Event description:
On (B)(6) 2013, during a call to customer service, the customer care advocate noted that on a vial of onetouch ultra test strips, the lot number printed on the vial of the test strips was for onetouch verio test strips. The reporter confirmed that subject test strip vial label said onetouch ultra test strips and the patient confirmed that the vial contained the onetouch ultra test strips. The alleged labeling issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.